Manufacturer narrative:
(B)(4). Device evaluated by MFR:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported shaft break occurred. A 20mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. While loading the device over an unspecified guide wire, the shaft of the balloon catheter snapped. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.